Event description:
The pump has been returned and was evaluated by product analysis on 10/06/2011 with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 10/06/2011 with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. The pump successfully rewound, loaded and primed and was exercised for 24 hours with no issues. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r.